Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the following procedures: l5-s1 lumbar laminectomy. L5-s1 posterior lumbar interbody fusion. L5-s1 posterior spinal instrumentation. L5-s1 posterior spinal fusion. L5-s1 application of intervertebral body device. Local autogenous bone graft. Application of rhbmp-2/acs bone graft device. Preoperative, postoperative diagnosis: l5-s1 lumbar herniated nucleus pulposus, back pain, radiculopathy. Per op-notes: "next decortication of the facets, trans process and pars interarticularis sacral ala was performed for the performance of fusion with local autogenous bone mixed with rhbmp-2/acs bone graft device, being applied." No patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.